Event description:
Procedure type: splenectomy. According to the reporter: the pt was bleeding due to non-formation of staples after cutting during a splenectomy. Medical intervention required; surgery time was extended for more than 30 minutes; the pt's vital signs are stable now.

Manufacturer narrative:
(B)(4).